Event description:
It was reported that for the asymptomatic patient a micro dislodgement was suspected when an increase in capture threshold and a decrease in impedance measurements were observed. The lead was explanted and replaced when repositioning was not successful. The patient was doing well after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.